Event description:
A report was received that the pt had a pocket revision due to discomfort. The physician moved the pt's pocket site deeper and more laterally. The pt's reportedly doing well following the revision surgery.

Manufacturer narrative:
This is the final report.